Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 2 years and 4 months. The event occurred at (B)(6). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2014. It was reported that pump thrombosis was suspected due to elevated lactate dehydrogenase (ldh) levels. The treatment included anticoagulant therapy with heparin, pump speed was increased, and treatment for right heart failure was conducted. No further information was provided.

Manufacturer narrative:
The patient remained ongoing on vad support following the event and no further issues were reported. A direct correlation between the device and the reported event could not be conclusively established through this evaluation. Device thrombosis, hemolysis, and right heart failure are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.